Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The usm was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 23118 was logged as a motor encoder fault on axis 3, confirming the issue occurred in the field. Visual inspection revealed no anomalies related to the reported event. When installed on a golden system, the unit immediately triggered the 23118 error on axis 3. The unit was then tested on a patient side cart fixture test platform (pftp), where chipencoder virtual absolute (cva) characterization and insertion cva characterization failed on axis 3 with the same error. During further testing, both the axis 3 cva and the axis 3 cva flat flex cable (ffc) were aba tested and verified as the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause may be attributed to an intermittent signal disruption caused by a faulty cva board located on usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, clinical sales representative (csr) contacted technical service engineer (tse) and reported that they encountered repeated errors on universal surgical manipulator (usm) #3. They were getting ready to start procedure. Tse had customer power cycle system and emergency power off (epo) the patient side cart (psc), but the issue persisted. The customer disabled usm 3 and the procedure was completed as planned with no reported injury.